Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was found dead. The death was unwitenssed. The physician speculated that the death may have been caused by one of the following: undersensing of ventricular fibrillation (vf), ventricular tachycardia (vt) not terminated by anti-tachy pacing, myocardial infarction that occurred vt/vf, or an impaired left ventricular ejection fraction (20%) not responding to dft shocks. The physician has alleged that the ICD caused or contributed to the patient's death. A review of the stored episodes noted a shock impedance >125 ohms and noise on the electrogram.